Event description:
A complaint was received from customer that reported that the customer changed batteries because the display was going "dead". The customer replace the batteries and now reports that the screen/display is not clear. While on the phone a review of the system was conducted. It was learned that most of the segments in the "hundreds, ten, and units" were missing. A request is made to return the system for evaluation. In the meantime a replacement unit was provided.